Manufacturer narrative:
Reason for reoperation: seroma. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Sales representative reported on behalf of healthcare professional "several seromas". This record is for unknown side. Device status is unknown.